Event description:
It was reported a patient underwent treatment for a facial fracture, on an unknown date at an unknown hospital. The patient presented to surgeon complaining of headaches. The surgeon decided to remove hardware on (B)(6), 2014. Upon removing the hardware, the surgeon found infection (pus) was prevalent in the incision site. There were also signs of prior infections that had been treated with oral antibiotics. The hardware was removed and the incision was irrigated. Surgery was completed and the patient was treated with oral/ IV antibiotics post-operatively. This report is on 4 unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment not diagnosis. Additional device info: this report is for 4 unknown screws. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.